Event description:
It was reported that the customer experienced high blood glucose levels for 2 weeks. The customer noted experiencing a high blood glucose reading of over 500 mg/dl on (B)(6) 2015, but he advised that he knew why it was high. He reported that about 2 weeks prior he experienced issues with his insulin pump, stating that he had changed the reservoir and insulin multiple times. He stated that his blood glucose reading was 109 mg/dl, and when he bolused he overstated the amount of carbohydrates he had; his blood glucose reading dropped to 71 mg/dl, and rose to 278 mg/dl. The most recent blood glucose reading was over 400 mg/dl. He stated that he had tried all remedies and did not trust the integrity of the insulin pump. He was unable to troubleshoot the device at the time of the call. Advised replacement of the insulin pump. The customer requested assistance with setting up the insulin pump, declining to proceed with the return process. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.